Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a metatarsal fracture procedure, the tines of the double drill guide were bent and sheared metal off of the drill bit. One (1) screwdriver handle broke. The tips of one (1) 1.3/1.5 depth gauge and one (1) 2.0/2.4 depth gauge were distorted. There was a ten (10) minute surgical delay. Fragments were generated and easily removed. The procedure was successfully completed using another set of devices. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 2 of 4 for pc (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the received image(s).the image(s) was reviewed, and no damage was noted with the instrument(s) and therefore the complaint is unconfirmed. As the instrument(s) was not returned, an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: damage/ visual. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# 4188592, qty# 1) was received at us cq. Upon visual inspection at cq. It is observed that the needle component of the device was bent. Additionally, major scratches were observed on the device which do not impact the device's functionality. No other issues were identified with the returned device. Device failure/ defect found? Yes. Documentation/ specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# 4188592) as it is observed that the needle component was bent. No definitive root cause could be determined based on the provided information. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 319.006. Synthes lot #: 4188592. Supplier lot #: n/a. Release to warehouse date: feb 11, 2015. Manufactured by: monument. No ncr's generated during production. Device history review: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.